Manufacturer narrative:
The device was returned and analyzed. Analysis of the returned device was inconclusive. The device lasted 73% of its expected longevity. Without knowing the complete programming history of this device there is no way to determine why it did not meet its expected longevity calculation.

Event description:
The cardiac resynchronization therapy defibrillator (crt-d) was returned with no information and subsequently tested out of specification during manufacturer's analysis. Follow up yielded no further information. No patient complications have been reported as a result of this event.